Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4. Primary UDI number. Additional information: h 6. Type of investigation. Additional information was requested, and the following was obtained: 1. What type of surgical procedure did the patient undergo? Internal fixation for spondylolisthesis. 2. What is physician¿s opinion of the cause of the poor wound healing? Poor nutritional status of the patient. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Address active bleeding. 4. What is the patient¿s current status? Discharged after wound healing. 5. What is the users experience w/ surgicel fibrillar and surgiflo and other hemostatic agents? Normal. The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? --unk. 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.--unk. 3. Was there any intraoperative concurrent use of other products? --unk. 4. Where was the surgicel used (on what tissue)? --unk. 5. How much surgicel was used during the procedure? --unk. 6. How much surgiflo was used?--unk. 7. Was the surgicel product left in place? Was the excess removed?--unk. 8. Was surgiflo left or removed after hemostasis was achieved? --unk. 9. Was there an alleged deficiency of the surgicel or surgiflo that contributed to the patient¿s post-operative poor wound healing? --unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an internal fixation procedure for lumbar spondylolisthesis on (B)(6) 2024 and absorbable hemostat was used. The doctor used absorbable hemostatic gauze and absorbable fluid hemostatic gelatin to stop bleeding during surgery. The surgery was successfully discharged from the hospital. On the 11th day after surgery, it was found that the wound had poor healing and local exudation during dressing change. Upon readmission, the patient underwent debridement, perfusion, irrigation, and drainage surgery. The wound healed and the patient was discharged. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What type of surgical procedure did the patient undergo? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. How much surgiflo was used? 9. Was the surgicel product left in place? Was the excess removed? 10. Was surgiflo left or removed after hemostasis was achieved? 11. What is physician¿s opinion of the cause of the poor wound healing? 12. Was there an alleged deficiency of the surgicel or surgiflo that contributed to the patient¿s post-operative poor wound healing? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel fibrillar and surgiflo and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.